Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, g2, h1, h4, h6. A correction was made to d5, d8 and d10 in addition.

Event description:
It was reported that no air was insufflating during an unknown surgical process when using the high flow insufflator resulting in inability to inflate the pneumoperitoneum. The procedure was delayed by more than an hour. The procedure was able to be completed with a similar device. No reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited an occasional screen black out due to a defective printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was observed: 1. Insufflation failure was not reproduced. 2. Screen blacked out occasionally due to printed circuit board (cr) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the screen blackout occurred due to printed circuit board (cr) failure. However, the cause of the insufflation failure and procedural delay could not be determined. This supplemental report includes an update to h3, h7, and h9 from the initial medwatch. Olympus will continue to monitor field performance for this device.